Manufacturer narrative:
The cracked touchscreen was confirmed.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was accidentally dropped then the began declaring multiple intermittent occlusion alarms. There was no reported impact to the customer's blood glucose level. Due to the occlusions occurring in the past, troubleshooting to determine the source of the occlusions was unable to be performed. It was indicated that insulin pens were available for alternate therapy.